Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer reported that there is something under the icons at the top of the pump look like tiny numbers or letters behind them. Customer states that when going to the main menu there is a blue line appears that goes across the whole screen. The customer was assisted with troubleshoot and customer states the pump was neither dropped nor bumped. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.